Event description:
It was reported that when loading the otw promus stent system onto the balance middleweight guide wire, resistance was felt and the guide wire came out of the stent system shaft before reaching the end of the catheter. The device was not used and another otw promus stent system was used. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was torn at the proximal end of the clear gap. There was a kink in the shaft 36.1cm distal to the strain relief tubing. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. A new .014 inch guide wire was backloaded through the stent delivery system (sds) with no resistance noted when the sds was straight. When the sds was coiled, an attempt was made to backload the .014 inch guide wire through the sds, but the guide wire inadvertently went through the tear in the tip. The .014 inch guide wire was re-backloaded through the sds with no resistance noted when the sds was coiled. In this case, it is likely that the sds and guide wire were not properly supported during advancement, resulting in the guide wire protruding through the tip. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficulty positioning the guide wire or tip damage for this lot. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.